Event description:
The test strips involved in this case have failed functional testing due to failing the control solution tests. The meter was also tested and no faults were found. No additional information is available.